Event description:
During a phoenix ankle arthrodesis operation, the connecting bolt fractured and part of the bolt got stuck in the nail. The nail with the bolt piece was removed and a new implant was used with free-hand implementation.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted the root cause of the event was most likely due to misuse, by product being put through excessive torsional/bending force, and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. Product was returned for evaluation and evaluation is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.